Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event unable to cut.

Event description:
It was reported to boston scientific corporation that a cold snare was used in the colon during a colonoscopy procedure for polyps performed on (B)(6) 2024. During the procedure, the snare would not cut through polyp tissue. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.